Manufacturer narrative:
The sample associated to this report is currently in transit for device analysis.

Event description:
Medtronic received a report where it was alleged that pilot valve has inflation / deflation issue. There was no patient involved. Follow up efforts are being made to gather additional information related to the reported event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that pilot valve has inflation/deflation issue. There was no patient involved.